Manufacturer narrative:
Concomitant medical products: product ID: unknown programmer, product type: programmer. Product ID: unknown programmer . Product type: programmer. Product ID: unknown programmer, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Only the pump was returned for analysis. As received, the pump had a two- toned critical alarm sounding. The laboratory technician was unable to establish telemetry. As the pump could not be interrogated or telemetry be established no pump log data could be gathered. The battery voltage read 2.74 volts and further detailed analysis was performed. This analysis revealed solder bridge extrusions which caused shorting on the hybrid resulting in high current drain and the low battery voltage readings. In conclusion, the pump hybrid had solder bridging.

Event description:
It was reported three physician programmers could not read the pump and no logs could be printed. According to the physician a non-critical alarm was heard. The issue was reported as unresolved and the cause was not determined. As a result, the pump was explanted and was to be returned for analysis. No patient symptoms were associated with this event. At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. The patient was feeling ¿fine¿ after the replacement and receiving effective therapy. Should additional information be received a supplemental report will be filed.